Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.

Event description:
It was reported that during a procedure at the user facility the core impaction drill was overheating. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The technician did not duplicate the reported heat, but noted that the motor assembly was corroded. A corroded motor assembly can cause heat. According to a review of the risk documents, the device can heat up if the motor assembly is corroded. Therefore, it is likely the reported event was caused by the corroded motor assembly. Based on a review of the repair history, the observed corrosion is likely a result of the age of the device.

Event description:
It was reported that during a procedure at the user facility the core impaction drill was overheating. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.